Event description:
On (B)(6) 2012, under a procedure in gynecology ward the pt had an arterial cannula inserted. They discontinued it a few days later. In (B)(6) 2012, the pt experienced a lump, pain and discoloration in the area around the arterial radialis. An MRI and ultrasound were performed and an object in the arterial radialis was identified. On (B)(6) 2012, the object alleged to be a broken piece of catheter was removed and the lump, pain and discoloration resolved. Additional info received from the customer on (B)(6) 2013, who stated that the catheter was probably harmed under insertion when pulling the cannula back and forth.

Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined.